Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided medical records, on (B)(6) 2016, an (B)(6) female patient presented to the user facility for a regularly scheduled hemodialysis (hd) treatment. The patient started hd treatment three times a week on (B)(6) 2016 status post a cholecystectomy in which the patient experienced acute kidney injury (aki) and acute tubular necrosis (atn). Although a temporal relationship between the patient¿s unresponsive episode and the fresenius 2008t machine, optiflux 160nre dialyzer and the concentrates exists, there is no allegation that the episode was caused by any fresenius products. According to the medical records, the patient was evaluated for syncope, which was thought to be likely related to hypovolemia versus vasovagal episode. Additionally, it was reported that the machine had been pulled for evaluation following the incident and inspected. No problems were found with the machine and the machine has since been returned to service and is working properly. There is no documentation captured within the file or medical records that shows a causal relationship between the patient¿s unresponsive/syncopal episode and the fresenius 2008t machine, optiflux 160nre dialyzer assembly, or the concentrates. However, there is a possible association between the event and the patient¿s concomitant use of cardiac medications.

Event description:
A nurse at a user facility reported that during a regularly scheduled hemodialysis (hd) treatment on (B)(6) 2016 at 2:10 pm, approximately 1 hour and 30 minutes after the initiation of treatment, the patient was found unresponsive; not breathing and without a pulse. At 2:00 pm, just prior to the event, the patient¿s blood pressure (b/p) was 141/56, and heart rate (hr) was 66 beats per minute (bpm). The patient was laid back in the chair and cardiopulmonary resuscitation (CPR) efforts were initiated. At 2:11 pm, oxygen was administered via ambubag at 15l/minute. At 2:12 pm, an automated external defibrillator (AED) was applied; however, no shock was advised. 300 milliliters (ml) of normal saline was administered intravenously and the patient¿s blood was returned (time unknown). Emergency medical services (ems) was called. At 2:16 pm, the patient¿s bp was 222/103, and hr was 112 bpm. Ems arrived at 2:20 pm and the patient had stabilized prior to their arrival. At 2:25, ems transported the patient to the emergency room (ER) in stabilized and alert condition. The patient was admitted to the ER at 2:44 pm with the chief complaint of syncope. The patient¿s bp was 179/60, pulse 82, respiratory rate 21, oxygen saturation 99% with 4l/nasal cannula. Cardiovascular assessment: 2/6 systolic murmur with mechanical s2, 2+ peripheral pulses, 2+ bilateral lower extremity edema to mid shin. In the ER, the patient was alert and oriented and confessed to ¿feeling funny, like she was fading¿ just prior to the unresponsive event during hd treatment. The patient experienced a loss of consciousness for an uncertain amount of time. It was revealed that the patient had a clear memory of having chest compressions as she was conscious during them, although not able to communicate that to the staff. This suggests that a true cardiac arrest did not occur. It is believed that the patient¿s syncope episode was related to a period of transient hypotension versus a vasovagal episode during the hd session. The patient had no chest pain or troponin elevation to suggest acute coronary syndrome. On (B)(6) 2016 at 7:01 pm, the patient was transferred to another facility per patient request, b/p 149/56, pulse 63 bpm, respiratory rate 18, and oxygen saturation 94% on 3l /nasal cannula. The patient was discharged to home on (B)(6) 2016, with a b/p 155/65, pulse 58 bpm, respiratory rate 18, and oxygen saturation 97% on 2 liters nasal cannula with assessment documented as back to baseline. The patient was evaluated for syncope which was thought to be likely related to hypovolemia versus vasovagal. The suggestion for future hd treatment included increasing the hd time and decreasing volume (ultrafiltration). Additionally the patient¿s cardiologist has discontinued the patient¿s imdur (isosorbide mononitrate) and will hold hydralazine before hd treatment. The patient returned to the clinic for the next scheduled hd treatment on (B)(6) 2016, which was completed without incident. The patient continues with scheduled hd treatments without incident. The patient¿s current condition was noted as being ¿well.¿ the 2008t hd machine was removed from service following the event for an evaluation. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. No malfunction of any fresenius product in use during the hd treatment performed on (B)(6) 2016 was alleged, observed, or identified prior to, during, or following the event. The 2008t hemodialysis (hd) machine is not available for evaluation. The dialyzer is not available for evaluation by the manufacturer as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte acid concentrate products shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.